Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the implantable cardioverter defibrillator was unable to interrogate after months of not having device checked. The patient mentioned that most of the time, the device was connected but admitted a few instances of being out of town or cell adapter needing to be plugged in. The device was explanted and replaced. The patient was stable after the procedure.